Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122146. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to place ipg into MRI mode since one of the leads was having high impedances on multiple contacts. Patient underwent surgical intervention where the entire system was explanted. Investigation was unable to determine which lead was at fault.